Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Feedback was requested to technical services in order to determine an appropriate resolution. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that further inappropriate shocks were delivered. X-rays were performed. Technical services provided troubleshooting and further evaluation of the patient. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Feedback was requested to technical services in order to determine an appropriate resolution. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Feedback was requested to technical services in order to determine an appropriate resolution. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Feedback was requested to technical services in order to determine an appropriate resolution. Troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: d6a: implant date.